Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. Upon interrogation, the device was found to be in backup vvi mode. The device was re-programmed successfully and remains implanted.